Event description:
On 2025-06-05, information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The patient's representative reported that ¿in the last week or so, it seems like on the bottom of her stomach, where the pump is, right on top of the pump, which is the base of the pump, on the lower right hand corner when you're looking at it, something looks like it's trying to stick out like pushing her skin out, like a little point, like a pimple, but it¿s from the inside, it is not a pimple, though.¿ it was not hurting or bothering the patient, but the caller was wondering if they should be concerned. Per the caller, the patient had a refill appointment next week, but they were wondering if they should go in sooner to get the pump checked. The caller asked if there was anything on the pump that could do that. On (B)(6) 2025, additional information received from the healthcare provider (hcp) indicated that there was no device issue. Per the hcp, there was felt to be pump rotation, but there was no interruption in therapy. In regard to actions/interventions taken to resolve the issue, the hcp recommended wearing an abdominal binder. In regard to the device status, the pump was functioning as normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.